Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an unspecified low glucose scan while wearing the adc freestyle libre sensor compared to an hcp meter. On (B)(6) 2021, as a result, the customer had a loss of consciousness and was brought to the hospital where an EKG was performed, and a diagnosis of hypoglycemia was reported. No further medical treatment was reported. A blood glucose test of 209 mg/dl was compared to a sensor scan of 132 mg/dl. No further information was provided. There was no report of death or permanent injury.